Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found that there were tears/coring/cuts in the seal at the connector that met the criteria for a leak.

Event description:
It was reported that a patient had a catheter revision on the day of this report due to catheter migration. The patient¿s previous catheter had been implanted in 2009 (B)(6) and it was thought that because of growth of the patient the catheter that had been placed at c4-5 was now at t4-5 (the healthcare professional (hcp) also reported the migration as ¿from original site of placement at t4 and now in upper thoracic spine). The reporter noted that prior to the catheter replacement they were trying to decrease the patient¿s dose before the surgery and found that at about 556 mcg/day he was itchy so they increased it and found that at about 600 mcg/day he did not have itching so they left the dose there until now and would adjust it as necessary. The patient had been exhibiting signs of withdrawal at least one week prior to implant, and the manufacturer¿s representative was aware that the patient¿s lioresal had been titrated down the entire week before surgery. Along with the catheter the pump was also prophylactically replaced to avoid in vivo battery depletion and there were no issues alleged with the pump, though the manufacturer¿s representative noted that it was ¿nearing end of life, if after, and had required increased dosing to manage.¿ the pump was returned to the manufacturer. The patient was kept in the hospital for observation for 24-48 hours postoperatively, and recovered without sequela. The pump was used to infuse lioresal intrathecal (baclofen). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.